Event description:
It was reported that balloon was difficult to remove. The target lesion was located in the right popliteal/tibial/peroneal trunk vessel. A 2.5mm x 100mm x 150cm was selected for use in a lower extremity percutaneous transluminal angioplasty. The balloon exhibited difficulty tracking over the wire both during advancement and withdrawal. The balloon was removed, and the wire was flushed and wiped, however, tracking difficulty persisted. The physician switched to a non-bsc wire, but similar resistance was encountered during advancement and removal of the balloon. The device was removed using normal method without issue and the procedure was completed with alternate device. There was no patient complication as a result of this event.